Event description:
During a ventricular tachycardia procedure, a cardiac perforation occurred. A decapolar catheter was placed through the right femoral vein into the right atrium and advanced into the right ventricle (rv). The catheter was advanced multiple times to the right ventricular outflow tract (rvot) with no success. When the ablation catheter was advanced into the right atrium and zeroed, the waveform was flat and the number read 0. The ablation catheter was then advanced into the rv and then into the rvot, which was successful but high force was noted on the catheter up to 70g. During the high force it was noted that the ventricular tachycardia (vt) terminated and the patient was in asystole for 6 seconds. The decapolar catheter was then placed into the rv apex for pacing of the rv. Once in the rvot, it was noted to have a force of 15-25g on the catheter and mapping continued. The patient became hypotensive and the catheters were removed from the patient. Epinehrine was administered, an IV fluid bolus and dopamine were started and a stat tte showed a moderate pericardial effusion. The patients blood pressure would go up to 180mmhg systolic with the epinephrine, but would slowly come down and stay in the 70-80mmhg systolic. A pericardiocentesis was performed and the patients blood pressure increased to the 130mmhg systolic. The patient was monitored in the ep for 30minutes. The patient was stable and transferred to ICU with the pericardial drain for further monitoring. There were no alleged performances issues with the product and no ablation was performed.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.